Event description:
The pt was having difficulty using the personal therapy manager (ptm). The pt was getting a poor communication screen since changing the batteries. The ptm was positioned over the pump by means of "grabbing" the pump under the skin and holding the ptm over the pump. The pump outline was easily seen under the skin. The last refill was successful, but the doctor had concerns about the pump being flipped. The doctor "felt" the pump stating there was no flip. The ptm was replaced and the pt was still unsuccessful in delivering a bolus dose; still getting a poor communication screen. Different rooms were tried, the pt even went outside. The pt planned to recontact her physician. It was later reported that the pt did visit her physician. The pump medications were adjusted. The pt had surgery on (B)(6) 2010 (the details were not provided). The pt was no longer having problems with her system. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).